Event description:
Rt renal had a very tight and long lesion. There was difficulty engaging with different catheters and lost wire position a few times. Finally, we were able to engage with a hockey stick sheath long and a wholey wire. As we were advancing the visipro 6x27x80 into the renal, the stent was unable to cross. After many attempts, the physician pulled back which is when it was noticed that the stent had flared about 3mm in the proximal (closer to the sheath). The physician tried to withdraw the stent catheter over the sheath but was unsuccessful. Then as he withdrew the stent deployment system thru the sheath, the stent was released from the balloon. At this point, there were very few options. Physician got a snare to get the stent below the iliac but because it was flared at that end we could not get it into the sheath with the snare. At this point, he removed the system, including the sheath. Manual pressure was held for about 20 mins. The stent was retrieved. The pt had good pulses and no hematoma was noted. I called this afternoon; the pt was being discharged without any further issues.